Event description:
It was reported that the small battery drive device had an unspecified malfunction. It was unknown when the event occurred. There were no reports of delays to a surgical procedure. During in-house engineering evaluation, it was determined that the device had cosmetic damage - the coupling was worn, the trigger moving parts did not move smoothly, would not run, the electrical control unit and motor were damaged. The device also failed pretests for check attachment coupling, check for sticky triggers, check function of device and check power with power test bench. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance.